Event description:
A report was received that the patient was having problems charging his implant due to ipg was implanted too deep. The patient underwent pocket revision and reportedly doing fine following the procedure.